Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable pump-pump won't run." The reservoir volume of the reported device was 85.6ml, rate at 2.2ml/hrs, and 12.0ml was given. No bubbles were observed. There was no patient, or clinician injury associated with this occurrence.